Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first pre-dilatation with a voyager rx 2.0 x 15, the balloon ruptured at 8 atm. Another 3.0 x 15 voyager was attempted; however, this balloon also ruptured during the first inflation, at 8 atm. Another company's stent was directly delivered and deployed successfully to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including balloon damage during mfg, materials, interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. The lesion was reported as moderately tortuous, heavily calcified and 75% stenosed, which likely contributed to the difficulties experienced. Based on the information received with this complaint, the reported balloon ruptures appear to be related to circumstances of the procedure. The other voyager dilatation catheter is being filed under the same MFR number.